Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device is reported to be available but has not yet been received. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one of seven. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) assisted the registered nurse (rn) in clearing the alarm and ending therapy. The rn was to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.